Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient had pain before the stimulator but it increased after the stimulator was implanted. The doctor thought the stimulator was pressing on the sciatic nerve. The patient was so bad she could hardly walk. It was clarified that it was not the stimulator that was causing her difficulty walking, it was the pain. The patient's legs were very swollen due to her heart problem. They were "so swollen that water was leaking out of her skin." The patient was taken to a doctor three weeks ago and the doctor used a needle and was "punching holes" in her legs to get the water to drain. The doctor went too deep and she developed 2 areas that bleed. Those got infected and she had to be in the hospital for a few days. This was not related to the stimulator. The patient had cancelled a few appointments with the surgeon because of her pain. They were waiting for the clearance from the heart doctor and then they would have the device removed. The patient also had back pain and the loss of therapy had not made any difference in the pain. Her pain did improve when she was in the hospital for her swollen legs. It was unclear if the swelling in the patient's leg had been reduced.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was ineffective. It was a rechargeable device and it was to last 5 years and it only lasted 2-3 months. The patient went and had the doctor check the device. The doctor said the battery lost its charge and was not good anymore. The patient went to the doctor last week to have her heart checked before having it removed. The doctor did not say why the battery depleted so fast. The symptoms experienced including sciatic nerve problem in the left leg, terrible pain in the lower back, having problems sitting and it would hurt every time she sat, the patient was "sort of paralyzed from the waist down," and there was constant pain every day. It was noted that the patient went to the hospital four months ago and they said they couldn't do anything about it. Further follow-up is being conducted to clarify "sort of paralyzed," to determine what actions or interventions were taken, if the cause of the issues was determined. If additional information is received, a follow-up report will be sent.